Event description:
It was reported prior to starting a da vinci si surgical procedure the small clip applier instrument tips broke when the clips were loaded. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that both clip applier grips are broken at the midpoint. The damage was likely due to excess force applied normal to the grip while trying to install a clip. Engineering concluded that damage was likely due to mishandling/user error. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.